Event description:
The account alleged the hi/low function rose up on its own during a child birth procedure. No injury reported.

Manufacturer narrative:
The technician performed the investigation and the account stated the head articulated upright with pt in the bed. There was no injury reported and the account isolated the issue to the pt left control board. The technician inspected the bed and found the left control board had been removed from the bed. The technician plugged the bed in and the head section rose up as soon as he did. The technician found no fluid ingress and the account had no preventative maintenance info on the bed. The account is not repairing the bed at this time, but will repair the bed themselves.